Event description:
During a visit to one of the company's distributors, it was discovered that a total of three units from the lot listed in section d were packaged incorrectly. The device in question is an administration kit for (B)(6) beeline line of post-operative pain control pumps. The units in question were rated at 5 ml/hr. However, they contained the wrong beeline tubing set - rated at 2 ml/hr instead of 5. No patients were involved in the event, and all affected units were reported by the distributor to be contained.

Manufacturer narrative:
All affected units were reported by the distributor to have been contained before being sent to patients. In this particular case, in which a smaller-than-advertised tubing set was included in the kit, the effect to the patient would have been either a delay in therapy while a correct set was found, or the patient would have received less pain medication than prescribed and experienced greater discomfort. In response to this incident, (B)(4) has instituted increased controls to reduce the probability of it happening again.